Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument would not seat properly. Subsequently, another device was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits damage to the distal surface edges and the dovetail feature appears to be both flared out and compressed. Dimensional examination indicates that the device conforms to the measurable print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the dovetail is flared on 1 side and compressed on other, this is an indication of misalignment between the inserter and the implant. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.